Event description:
Customer reported that the css console appeared to be using air in the primary air tank faster than expected. The patient was switched to a backup css console. There was no patient impact. This alleged malfunction poses a low risk to the patient because it does not negate the ability of the css console to perform its life-sustaining functions, since the on-board backup air supply system was not affected. The css console also had a redundant means of supplying air by connecting to hospital wall air. The css console was evaluated on site by the hospital biomedical engineer. He isolated the air leak to the connection point of the high pressure gauge. He disconnected the high pressure gauge, removed and reapplied teflon tape to the gauge thread and reconnected the high pressure gauge. He confirmed that there were no air leaks by applying "snoop" leak detector to the connection point. The css console then successfully passed a console test validation protocol. A review of the css console device history record revealed that the css console had undergone routine two-year servicing in march 2008 and was still within its service cycle. During servicing activities, no issues involving air leaking from the primary air tank were reported. Following servicing, the css console successfully passed production and quality testing before product release. The css console was fully functional and met all operating specifications at the time of product release in march 2008. Once in the field, the css console successfully passed console test validation protocol checkouts on april 1, 2008, june 30, 2008 and july 16, 2008. No issues involving air leaking from the primary air tank were reported. This alleged malfunction poses a low risk to the patient because it does not negate the ability of the css console to perform its life-sustaining functions, since the on-board backup air supply system was not affected. The css console also had a redundant means of supplying air by connecting to hospital wall air.

Manufacturer narrative:
Syncardia has completed its evaluation of this complaint and is closing this file.